Manufacturer narrative:
Findings: unit passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm. Pump received with severly scratched lcd window, scratched case and pillowing keypad overlay, this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 410 mg/dl. Customer treated their high blood glucose level via manual injection. Customer advised they ate ice cream and a hamburger which resulted in high blood glucose levels. Customer also had a no delivery alarm in addition to the high blood glucose levels. Customer declined to troubleshoot for the no delivery and high blood glucose levels.